Event description:
The customer reported to olympus, the light source only tested an image when connecting an endoscope. After wiggle of the endoscope plug the image appeared. The socket was already cleaned and had to be exchanged. The issue was found during preparation for use for an unspecified procedure. There were no reports of patient harm.

Manufacturer narrative:
The device was not returned to olympus for evaluation. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. "H3 was inadvertently selected" a review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 11 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.